Event description:
Medtronic provided the following information: it was reported that during use of the sphere catheter for radiofrequency ablation on the distal cavotricuspid isthmus (cti) line near the tricuspid valve and in proximity to the defibrillation coil of the implantable cardioverter defibrillator lead, the patient experienced ventricular tachycardia. The patient was promptly externally defibrillated out of ventricular tachycardia, and the procedure was temporarily interrupted. The procedure was completed as planned, with no additional ablation delivered in that location. No further patient complications have been reported as a result of this event. The serial number of the biotronik device could not be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.